Event description:
On (B)(6) 2012 the reporter contacted the animas corporation and claimed for two to three months the keypad buttons have been hard to push. The patient stated that there was no damage to the pump and it was not exposed to moisture. The patient reportedly wore the pump attached to a belt and used a protective skin. The patient claimed the pump was not cleaned. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The "up" and "down" buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be dim and pink.